Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set experienced a fluid leak from one of the hard plastic points during infusion. The IV tubing was immediately changed. The device was connected to a broviac catheter and was running maintenance IV fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.